Event description:
During a laparoscopic cholecystectomy the surgeon fired 3 or 4 clips without incident. When clipping the cholangiogram catheter the clip came off with the instrument. The next clip was ok but the next clip spit out of the jaws. Another instrument was opened to complete the case and the clips were retrieved. There was no patient consequence.